Event description:
The pt underwent radical prostatectomy. A foley catheter was inserted at that time. It was tested prior to insertion and functioned properly. In the recovery room, the foley balloon spontaneously deflated and the foley fell out. The pt had to return to the o.r. For reinsertion since the surgical site prohibited passing of a new catheter.